Event description:
It was reported by a neurologist via clinic notes that a vns pt was having painful stimulation in neck and jaw since 2009 with vns stimulation for 30 seconds every 5 minutes. The pain in her neck and jaw were resolved with the vns device being turned off. The pt suffered from a possible trauma while she was playing "body block" with her grandson. She took number of x-rays before where no abnormalities were observed. The x-ray report states that the generator was placed in left chest and the lead, which extends into the left lower neck, as visualized, appears stable in alignment and is intact. Single lateral view of the neck demonstrates the lead out of the chest into the left lower neck. The visualized leads appear intact, this report was found in clinic notes as the x-rays images were not returned to the manufacturer. The physician referred the pt for a full revision suspecting a lead problem where the surgery took place. Good faith attempts to get the generator and lead back for product analysis have been unsuccessful to date.